Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes care manager that the customer possibly received emergency medical assistance due to low blood glucose. The customer performed a rewind with the reservoir inside the pump and ended up over infusing themselves with insulin. No further details were provided.